Event description:
It was reported that the patient was experiencing sore stomach and pressure/pulling around navel. Also complains of nausea, bowel issues and low-grade fever. Had an endoscope and results were negative.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.